Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the device had "tear in the cord". The issue was found at reprocessing. There was no patient involvement on this reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed: tear in the cord. In addition, new damages/defects were observed: cracked video scope connector. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device had "tear in the cord". The issue was found at reprocessing. There was no patient involvement on this reported event.